Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the deployment mechanism was in use and that the user could only partially deploy the stent graft. Elongation of the outer catheter and a bent hypotube indicated that a high release force was present when the user tried to deploy the stent graft. An indication for process related issue could not be found. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the currently available labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site, the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The IFU further states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established'. Expiry date: jun / 2020.

Event description:
It was reported that after positioning the vascular stent graft delivery system in the iliac artery target lesion, via a left subclavian access, the delivery system allegedly would not deploy the vascular stent graft. Reportedly, another stent was used to complete the procedure. There was no reported patient injury.